Event description:
The customer reported via phone call that the insulin pump was alarming no delivery even after changing the infusion set. The customer explained that she had been experiencing bent cannulas. The customer declined troubleshooting for the no delivery alarm. The customer's blood glucose was 400 mg/dl. The customer stated that she would treat the high blood glucose with a manual injection if needed. The customer was advised of possible causes of the no delivery alarm and was advised to speak with her healthcare provider about other options. The customer was advised that the infusion sets would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.